Event description:
It was reported that the lead was explanted when an attempt to reposition was unsuccessful for dislodgement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork. Other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.